Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The details of the target lesion are unknown. A maverick xl 5.0 /15/153 balloon catheter was used to post dilate the lesion. First inflation balloon was inflated to 10 atm. During the second inflation the balloon pressure would not increase, device was removed and the physician noticed the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The details of the target lesion are unknown. A maverick xl 5.0 /15/153 balloon catheter was used to post dilate the lesion. First inflation balloon was inflated to 10 atm. During the second inflation the balloon pressure would not increase, device was removed and the physician noticed the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the maverick xl catheter was received and there was no damage to the catheter during initial inspection. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall in the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).